Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A risk manager reported that five days following uncomplicated, bilateral lasik, the patient presented with suspected fold in the corneal flap, in the left eye only. The event was reported to the risk manager by an external care provider. The patient was subsequently evaluated by the surgeon, who confirmed the folds/striae in the left eye. Per the risk manager, the patient denied rubbing the left eye, yet experienced blurred vision since day one after the surgery. Two days after confirming the folds, the patient underwent a successful corneal flap lift and smoothing; a bandage contact lens was placed. The patient was seen postoperatively by an affiliate surgeon, who found the flap to be in good position, one week later. The patient is currently under the care of the external care provided, who reported that at the most recent visit, the corneal flaps in both eyes were clear and the corrected vision was good.